Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: a carefusion field service representative (fsr) performed an initial evaluation of the device at the facility. The fsr duplicated the reported issue and repaired the device by replacing the gas delivery engine (gde) and performing an air/o2 balance calibration, bringing the device back to service specifications. The suspect gde was returned to carefusion's failure analysis lab and evaluated but no failure was detected with the component. The reported issue could not be duplicated in the laboratory setting with the gde so no root cause could be determined.

Event description:
The customer reported while in patient use on this avea ventilator, the fio2 delivery was out of specification by 10% from set fio2. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.